Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). The expiration date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a meniscal repair procedure of the left knee, it was observed that the truespan 12 degree peek device did not fire. Another like device was used to complete the procedure. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4, h4: the expiration and device manufacture dates were reported as unknown on the initial report; and have been updated accordingly. Therefore, UDI: (B)(4). Investigation summary: according to the information received, it was reported that during the surgery of left knee meniscus suture, could not fire. Another device was used to complete the surgery. No additional information could be provided. The product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. Upon visual inspection, it could be observed that the first plate was not fully deployed due to a very small part of the implant remains inside the applier needle. To test its functionality, the trigger was actioned, and the second implant was deployed but there was slight resistance. The covering sleeve was removed to verify the presence of any damages on the needle. It could be observed that the needle is in good condition and is not deformed, only it was observed that the entangled inside the silicone sleeve of the applier needle. A manufacturing record evaluation was performed for the finished device 6l60679 number, and no non-conformances were identified. This complaint can be confirmed. Based on the condition of the device received and no information was provided on how or when the failure has occurred; therefore, a definitive root cause could not be determined. The possible root cause can be attributed to the entanglement of the suture, the excessive manipulation of the device can lead to an entanglement of the suture, however, this cannot be conclusively determined. As per IFU, using a calibrated probe, measure the width of the meniscal tissue to be repaired. Set the adjustable depth stop to minimize tissue penetration depth, as desired. Depth stop is preset at 18 mm. 3. During needle insertion use a malleable graft retractor or slotted cannula to prevent the needle from catching on or damaging soft tissue.